Manufacturer narrative:
The ge representative conducted an onsite investigation. The controller printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system displayed a non-operational error message. No patient injury was reported.